Event description:
On 6/7/2024, it was reported by a sales representative via (B)(4) that an ar-9236-03pp univers vaultlock glenoid trial peg broke off during an rtsa procedure on (B)(6) 2024. There was no impact to the patient and the case was completed using a backup set. This was discovered during use, with no reported patient harm. Additional information was received on 6/11/2024: this occurred prior to the case with nothing breaking in the patient. There was no delay in the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9236-03pp, serial/batch number (B)(6), was received for investigation. No functional test was performed due to the damage of the device. Visual evaluation noted that the center peg was broken off. The most likely cause can be attributed misuse due to hitting the device with another object, prying/leveraging the device, or excessive bending forces applied during use.